Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous left circumflex artery. The 3.0 x 32mm promus element plus mr stent delivery system (sds) was advanced, but when the sds appeared from the distal tip of the unspecified guide catheter the stent was not present. The physician removed the sds and upon removal from the guide catheter the stent came out with it. The procedure was completed with another 3.0 x 32mm promus element plus mr stent. No patient complications were reported and the patient's status is good.